Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the "iabp catheter was implanted through the right femoral artery. During the implantation, the forepart of iab catheter was found broken, and the operation was successful after replacing a new iab catheter. The second iab was inserted at a different insertion site". Additional information received stated that the distal marker was found broken and broken part was retrieved successfully. The second catheter was inserted in the left femoral artery with no issues with the second insertion. Patient condition post-surgery was "fine".

Manufacturer narrative:
(B)(4). The reported complaint of iab catheter damaged is confirmed. Sample was returned for investigation. No serial number was reported. The serial number on the returned sample is (B)(6). The lot number recorded on the complaint report matches the lot number on the returned original packaging box and for the returned sample. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within original packaging box. Returned with the sample were two (2) supplied guidewires; no damage or abnormalities were noted. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was loosely wrapped. The wire round/polyimide (part of the flex tip assembly) was noted no longer attached and separated from the inner cannula (iabc central lumen) at approximately 6.5cm from the iabc distal tip. A bend to the iabc outer/central lumen was noted at approximately 35cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was also noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0057in-0.0061in and was within specification of internal process documents. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with internal quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush resulted in the bladder inflation. The results are consistent with the previously noted damaged central lumen. The iabc was leak tested in accordance with testing methods from internal manufacturing procedure. A leak was immediately detected from the iabc distal tip and luer end. The leaks noted from the iabc distal tip and luer end are consistent with the previously confirmed damaged/separated flex-tip assembly from the iabc central lumen. The iabc was leak tested again with the iabc distal tip and iabc luer end blocked off; no other leaks were detected. A damaged central lumen will result in blood entering the helium pathway. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire exited the central lumen and entered the bladder at the location of the flex-tip assembly separation while excreting blood within the bladder membrane. Blood was also noted on the guidewire. The guidewire was front loaded through the iabc luer. The guidewire exited the central lumen and entered the bladder at the location of the inner cannula separation while excreting blood within the bladder membrane. Blood was also noted on the guidewire. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the "iabp catheter was implanted through the right femoral artery. During the implantation, the forepart of iab catheter was found broken, and the operation was successful after replacing a new iab catheter. The second iab was inserted at a different insertion site". Additional information received stated that the distal marker was found broken and broken part was retrieved successfully. The second catheter was inserted in the left femoral artery with no issues with the second insertion. Patient condition post-surgery was "fine".